Event description:
Device 2 of 2: ref MFR report #: 1627487-2013-19887. It was reported the pt does not have effective stimulation coverage. An sjm rep reprogrammed to no avail. The pt will have x-rays as the next course of action.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.